Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. Further testing could not be performed due to the prime anomaly. The device was received with missing segments due to cracked zebra connector at the lcd window, scratched display window, and missing end cap sticker.

Event description:
It was reported that the customer was vomiting several times and was taken to the emergency room with high blood glucose of 509mg/dl. The father stated that the customer experienced vomit and excessive thirst. Troubleshooting was performed. The father stated that the customer was in a low speed car accident and there is a large scratch across the screen making impossible to read. Advised the caller that the insulin pump would be replaced. The caller stated that the customer's blood glucose was lowered to normal levels before leaving the emergency room. No further information was provided.